Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The soft cannula slipped out of the skin. Blood glucose value was 404 mg/dl. Ketones positive. Customer went to the hospital for stationary treatment starting on (B)(6) 2016. The duration of stationary treatment is unknown. Customer received insulin via infusion. Alleged product was requested for investigation

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.